Event description:
It was reported that a post implant chest x-ray revealed a moderate left sided pneumothorax. The patient had prolongation of existing hospitalization. The pacing system remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: vedr01 ipg, (B)(6) 2009. (B)(4).